Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. Through troubleshooting, the customer was able to get the display to return. During a follow up call, the customer reported that the display was blank and a failed battery test occurred. The customer was not able to get the display to return during troubleshooting. The customer had already been shipped a replacement battery cap and was advised to see if this corrected the issue. The insulin pump was not replaced or returned for analysis.